Event description:
This report is conservatively filed on the steerable guide catheter for the anemia requiring blood transfusion. It was reported that during the procedure the first mitraclip was implanted with no issue reducing functional mitral regurgitation (mr) grade from 4+ to 2+. There was difficulty deploying the second mitraclip (cds 40908u2/36). After the knob was turned correctly eight times the clip would not detach from the clip delivery system (cds). As a troubleshooting maneuver, the delivery catheter handle was turned approximately forty degrees counter-clockwise and 40 degrees clockwise. When that did not detach the clip from the cds, the steerable guide catheter (sgc) handle was turned gently, approximately 40 degrees both directions, which allowed the clip to detach from the cds. The clip was deployed and mr grade remained 2+. A torn chord was noted that was thought to be related to the troubleshooting maneuvers performed to detach the clip from the cds. Reportedly, the torn chord did not impact the mr reduction. There was no chordal entanglement during the procedure. After the procedure the patient had a small atrial septal defect (asd), anemia, and pulmonary hypertension (ph). Medication and blood transfusion were given for the anemia. No treatment was given for the asd and ph. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter (sgc). Information was received from the physician confirming that the anemia was not related to the device or the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip delivery system referenced is filed under a separate medwatch MFR number ((B)(4)).

Event description:
Subsequent to the previously filed report, additional information was received from the study site that the anemia was due to a bleed/hematoma from the internal jugular vein accessed for anesthesia. The site confirmed that the patient did not bleed from the mitraclip access site. The anemia is unrelated to the steerable guide catheter. No additional information was provided.